Event description:
A talent stent graft system was inserted in a pt for the endovascular treatment of a 66 mm diameter abdominal aortic aneurysm approximately 1 month ago. The aortic neck was 22 mm in diameter proximally and it was 21 mm in length. There was right iliac artery stenosis of 50% and left iliac stenosis of 20%. The pt has a history of hyperlipidemia, coronary artery disease and pervious percutaneous transluminal coronary. It was reported that upon final angiogram there was a proximal type 1 endoleak and the physician placed an aortic cuff which resolved the endoleak. It was also reported that the stent graft was kinked at an unk location which required 2 express 10x37 stents to be implanted within the stent graft. There was a type 2 endoleak coming from a patent lumbar artery that was left untreated. No additional clinical sequelae were reported and the pt is fine. The device was not returned to evaluation.

Manufacturer narrative:
(B) (4) - required intervention. Results: iliac artery stenosis, type 2 endoleak, endoleak. Conclusion: iliac artery stenosis type 2 endoleak.